Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure episodes of post-paced t-wave oversensing were noted. Recommended programming changes were made. An asymptomatic patient presented in the hospital for post-implant follow-up. Episodes of post-paced t-wave oversensing on the ventricular lead were observed. Oversensing was noted on a real-time egm. Recommended programming changes were made.